Event description:
It was reported that during a donor nephrectomy procedure, the device is not working. The device got stuck during the application of clip on the vessel. The clip did not come out and the handle got locked. Unknown how case was completed. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.